Event description:
It was reported that while delivering nitro glycerine the solution was noted to be bubbling in the solution bag. The infusion was stopped and the set changed. There was no resultant pt complication.